Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (displays error code when charging battery pack) was confirmed. Upon investigation, the charger was unable to charge the battery pack due to an internally shorted cmos flash microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was displaying an error code when charging a battery pack.